Event description:
It was reported that this lead was explanted due to it was dislodged. The physician tried to retract the helix but it was not possible. A new lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.